Manufacturer narrative:
This report is submitted on june 24, 2019, by cochlear ltd. On behalf of (B)(4). Exemption number e2016011. Registration number 3009092818.

Event description:
Per the physician, the patient experienced repeated infections at the abutment site which were treated with a topical antibiotic. There was a skin revision using silver nitrate when the abutment was removed. The implant remains in-situ.